Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the white(transparent) part covering the end of shaft (close to jaw), was torn apart. Issue found during preparation. No patient involvement.

Manufacturer narrative:
(B)(4).